Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
The solicitor's letter reported that the patient was implanted with a mitch accolade hip on (B)(6) 2009 and that since surgery, the patient has experienced pain in his right hip resulting in limitation of mobility. The patient underwent revision of the implant on (B)(6) 2016, due to an adverse metal reaction.